Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic minimally invasive sympathetic clipping on both sides, the handle was squeezed, the clip applier was placed on the sympathetic cord and fired. After firing the device, it has not been fired again. A new clip applier was used to complete the case. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the presence of clips in the tube of the instrument. The clip counter was no longer active. The instrument handle was flaccid. The jaws and tissue stop were recessed into the distal end of the shaft. Dimples on both sides of the shaft that hold the jaws in place were acceptable. It was reported that the clips did not load properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the handle is forcefully pulled open prior to fully completing the full handle compression. The recessed jaws condition may occur when the jaws are impacted forcing the jaws into the shaft. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the instrument squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.